Event description:
As reported by the edwards field clinical specialist, a 23mm sapien 3 ultra resilia valve was successfully implanted in a 23mm sapien 3 valve due to stenosis and paravalvular leak.

Manufacturer narrative:
The investigation is ongoing.